Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed, but the foreign material that remained in the device could not be further identified - it was presumed to have been due to reprocessing that was not conducted properly due to leakage from the body of the device [identified as the s-body] and the up/down angulation control knob. Leakage from the s-body and up/down angulation control knob occurred. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual cf-hq1100dl/I operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual cf-hq1100dl/I operation manual chapter 5.3 precleaning the endoscope and accessories, 5.5 manually cleaning the endoscope and accessories describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus service center for evaluation and the customer's reported issue was confirmed. A whitish foreign material was found inside the air/water tube and air/water-cylinder. Additionally, the evaluation revealed the following findings: due to a crack on suction-body, water tightness was lost; due to damage on up/down knob, water tightness was lost; flexibility adjustment ring had a scratch; grip was shaved; suction-cylinder had no color; scope cover unit had a scratch; due to a pinhole on connecting tube, water tightness was lost; plastic distal end cover (c-cover) had a scratch; and adhesive on bending section cover (a-rubber) was detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus when cleaning/brushing, a resistance was felt in the suction channel of the colonovideoscope. The issue was observed during reprocessing after a diagnostic procedure. There were no reports of patient harm or impact associated with this event. Inspection and testing of the returned device revealed the air/water channel was found to be clogged with foreign matter, which had been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.